Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494- incorrect anatomy. H6: medical device problem code 2017- incorrect removal.

Event description:
It was reported that the procedure performed was to dilatate the left pulmonary artery. The 5.00x15mm trek balloon dilatation catheter (bdc) was inflated once at 10 atmospheres. Negative was held a few minutes and the balloon would not deflate. The balloon was removed fully inflated with a snake [snare] and a new unspecified stent was used to complete the procedure. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink was not confirmed. The reported failure to deflated could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon did not deflate resulting in the balloon being removed fully inflated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is unknown if the IFU violation contributed to the reported complaint. Additionally, it was reported that the procedure was to treat the pulmonary artery. It should be noted that the cdc, trek rx and mini trek rx, global, IFU states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported complaint. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflated could not be determined; however, the reported kink, delay to treatment/therapy and unexpected medical intervention appear to be related to operational context. Possible factors that may contribute to failure to deflate include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen, or damage to the guide wire and/or inflation lumen. Additionally, it is likely that the bdc was inadvertently mishandled during use resulting in the reported kink. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed report, the shaft of the trek balloon dilatation catheter (bdc) was bent once. No additional information was provided.